Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an egd (esophagogastroduodenoscopy) with stent placement procedure, performed on (B)(6) 2010. According to the complainant, during preparation, the nurse manager reported that when she opened up the box, the seal on the box was already opened. There was no issue with the seal on the tray pouch. The closure label on the box was present, but open. There was no damage noted to the outside of the shipping box. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination revealed that the device was returned for analysis within its packaging. The closure label had been torn open, and both the inner pouch was intact and sealed. There were no other issues noted with the device packaging. Based on the condition of the returned device, and the evaluation conducted the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an egd (esophagogastroduodenoscopy) with stent placement procedure, performed on (B)(6), 2010. According to the complainant, during preparation, the nurse manager reported that when she opened up the box, the seal on the box was already opened. There was no issue with the seal on the tray pouch. The closure label on the box was present, but open. There was no damage noted to the outside of the shipping box. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".